Event description:
International affiliate reports the implanted valve's pressure was changed but there was no clinical improvement in the pt. Csf did not flow through the catheter. The device was explanted.